Manufacturer narrative:
B5 narrative updated and h6 codes updated additional information received for d6 explant. Section d9 has been updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. H6 type of investigation code was updated.

Event description:
Updated clinical narrative: (additional information received from field representative) confirmation received that the impella was removed successfully and the patient has survived without any further adverse events. Vascular surgery was consulted but no interventions have been reported. Distal flow to the lower extremity was still present and the ischemia has been reported to have resolved. Prior clinical narrative: an impella cp device was inserted via the right femoral artery in a 70 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Upon device removal during closure, a dissection of the right femoral artery was identified with absence of distal flow to the right lower extremity. Vascular surgery was consulted. It was not reported whether vessel repair or other interventions were performed, as well as whether they resolved the dissection and the flow to the distal extremity. No blood product administration was reported for management of the vascular injury. While on support, the impella cp device was operating at performance level 2 with expected flows of approximately 1.9 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived the event with no additional reported adverse outcomes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 70 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Upon device removal during closure, a dissection of the right femoral artery was identified with absence of distal flow to the right lower extremity. Vascular surgery was consulted. It was not reported whether vessel repair or other interventions were performed, as well as whether they resolved the dissection and the flow to the distal extremity. No blood product administration was reported for management of the vascular injury. While on support, the impella cp device was operating at performance level 2 with expected flows of approximately 1.9 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived the event with no additional reported adverse outcomes.